Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited intermittent high pacing impedance measurements of greater than 2000 ohms. There was no noise noted, and the pacing threshold and sensing measurements were stable. An x-ray was performed and the lead was noted to look good. Troubleshooting was performed which did not reproduce any high impedance measurements or noise. A surgical revision was performed and the patient's rv lead was surgically abandoned and replaced. This device was also explanted and replaced. No additional adverse patient effects were reported.